Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacture date without a lot number.

Event description:
Notification received from FDA indicates the threads of a 4.0mm cannulated screw peeled during insertion. The 'delaminated metal shavings' were in the medical cuneiform and left in the patient. The remaining portion of the screw was removed and was noted to have fractured directly at the screw-shaft interface.